Event description:
Procedure type: hernia. According to the reporter: the grey top of the trocar came off when the mesh was inserted through it and fell inside the pt. The piece was retrieved without incident. Another trocar was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss. Cased was completed with another balloon.

Manufacturer narrative:
(B)(4).